Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited loss of capture. Right ventricular lead impedance and sensing threshold were all intact and within normal limits. The patient is not pacing dependent in the right ventricle. No interventions were made at this time. There were no patient symptoms reported.

Event description:
New information received noted that the right ventricular lead exhibited high pacing impedance. Also, sensing integrity was maintained.